Event description:
Patient received a integrity rx stent during the index procedure. It was reported that approximately 3 months post index procedure, the patient was treated for in-stent restenosis. Procedural image review: procedural images confirm in-stent restenosis of a stent in the proximal to mid rca. The images also confirm the presence of a lesion in the proximal lad. This was treated with ballooning alone. The in-stent restenosis in the rca was treated with pre-dilatation, followed by stenting with a 2.75 x 14mm integrity stent. This resulted in better flow being restored to the vessel.

Manufacturer narrative:
(B)(4). Evaluation, method: film (cine images). Evaluation, results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (multiple vessel disease. Previous CABG and valve replacement). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (multiple vessel disease. Previous CABG and valve replacement).